Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -15.0/1.0/178 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault was observed. On (B)(6) 2022 the lens was exchanged for a same model and size lens with different axis and was implanted vertically. The replacement lens resolved the problem.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial;dry. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).